Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx 3 mos post procedure the pt was reassessed for symptoms of pain. The sling was removed without incident. Another sling was placed approx one mo later and the pt's condition is good. No further details are available with regards to the circumstances surrounding this event.